Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant. The patient had a pre-existing right bundle branch block (rbbb). The length of the membranous septum was not measured, and calcification extending beneath the aortic annular plane in the interventricular septum was not reported. Pre-dilatation was performed using a 22 mm non-abbott balloon. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail position was confirmed at the bottom of the non-coronary cusp (ncc). The valve was then implanted at a final depth of 4 mm. The valve was not re-sheathed, and post-dilatation was not required due to the absence of paravalvular leak. No difficulties were experienced during valve implantation, and the patient remained hemodynamically stable throughout the procedure. During the procedure, the patient developed heart block. The patient did not require external pacing, but the patient left the catheterization laboratory with the temporary pacemaker in place for monitoring. No pacing was required and the heart block resolved spontaneously. No clinically significant delays were reported, and a permanent pacemaker was not required. Post-procedure, the patient developed delirium and remained hospitalized for one week. The patient was described as tired and confused. It was reported that the patient¿s son recognized these symptoms as consistent with delirium the patient had experienced in the past. A computed tomography (CT) scan was performed, and no ischemia or bleeding was identified. Lorazepam was administered until (B)(6) 2026. The physician indicated that the delirium was procedure-related and not related to the device. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.